Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had recurring backup battery fault alarms that continued after running multiple self-testing and reseating the emergency backup battery (ebb). The patient had this problem previously resulting in a battery exchange on (B)(6) 2023. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of recurring backup battery fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 7 days (B)(6) 2023 per timestamp). On (B)(6) 2023, backup battery fault alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarms did not resolve in the log file until the controller was shutdown at 11:27:47, consistent with the reported controller exchange. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. The controller underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and operated the system for extended operation. The reported alarm was unable to be reproduced throughout testing. Per the provided information, the backup battery did not resolve after running multiple self-tests and reseating the battery. The backup battery was previously exchanged on (B)(6) 2023. The patient has not reported any alarms since the exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to the load test not passing. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Heartmate 3 instructions for use, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook,section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.